Event description:
It was reported that, before treatment with allevyn life l 15.4x15.4 ctn10, when three (3) carrier were removed from the same box, part of the silicone adhesive was removed with the carrier and did not remain on the half part of the dressing, so it could not be used. The treatment was successfully completed using a back up dressing. Patient was not harmed.

Manufacturer narrative:
We have now concluded our investigation into the complaint reported. The device intended to be used in treatment was returned for evaluation, establishing a relationship between the reported event. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence. The root cause has been identified as raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.